Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's sleep schedule did not activate when expected to. The customer's blood glucose (bg) level was 115-180 mg/dl. Reportedly, the time and date were entered into the pump incorrectly. The customer acknowledged the issue and adjusted the time and date on the pump successfully.